Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. It was reported that in 2001 the patient developed sudden onset of ischemia of their right leg. The pt was taken to the hospital where it was noted that there was an absent pulse in the right leg with an acutely ischemic leg. The left leg was asymptomatic with the femoral pulse very weak or absent with only doppler signal distally consistent with a stenosis. The patient was taken to the operating room and the abdomen and both groins were prepped and draped accordingly. The scars of both groins were re-opened and a cutdown of the iliac arteries was completed. There was no pulse present on the right. The left had a good pulse present once the physician was down on the artery. The physician made a small stab incision just inferior to the left groin incision and passed a needle into the artery. A benson wire was passed proximally up the artery under fluoroscopic guidance. The wire passed easily up into the aorta. A pigtail catheter was then passed up over the benson wire and the wire was removed. An arteriogram was done which showed that the aorta graft was patent. The graft was in good position just below the left renal artery. The left limb of the graft was patent, but it was stenotic. The right limb was occluded. The physician replaced the pigtail catheter with a wire and passed a 12mm diameter angioplasty balloon up from the left side. The physician then angioplastied the left iliac stent graft at the gate where it was attached to the main graft. The balloon angioplasty catheter was then exchanged for the pigtail catheter and the arteriogram was repeated showing near complete resolution of the stenosis on the left. However, there was some narrowing proximally. The physician felt he would have to angioplasty the proximal portion of the iliac limbs with angioplasty balloons. The physician made a transverse arteriotomy in the right groin. A 5 french fogarty catheter was passed up the right iliac and a thrombectomy of the graft was performed. Prior to passing the fogarty catheter, a retrograde arteriogram was performed showing patency of the external iliac and internal iliac arteries with occlusion of the right limb of the stent graft. The balloon angioplasty catheter was passed up into the right limb of the graft and the balloon was inflated. The physician removed a lot of clot and was able to see it became narrowed as it came down through the iliac limb. The physician removed the clot and acquired reasonable inflow on the right side and the balloon angioplasty catheter was removed. A repeat arteriogram confirmed slight residual stenosis on the left and significant stenosis on the right. Therefore, the bilateral 12mm balloon angioplasty catheters were passed up over the benson wire. The benson wire on the right side passed easily after the clot was removed. The physician then dilated the iliac limbs of the graft with adjacent balloons going from the gate proximally all the way down to include the distal graft. The physician stated that he was careful not to over dilate the graft where it was attached to the artery to avoid rupturing of the artery below the stent graft. The balloon angioplasty catheter was removed and replaced with the one on the left side again with the pigtail catheter. An arteriogram was repeated and showed a total resolution of the stenosis, no further blood clots and good flow. The physician noted a slight stenosis right below the graft on the left and an 8mm balloon angioplasty catheter was used to dilate the artery. The physician stated he did not think it was a significant problem because there was no "waste" in the balloon when the stenosis was dialted. An arteriogram was repeated and demonstrated good flow down through the graft into both internal iliac arteries. Both external iliac arteries had no flow because they were occluded inferiorly by the vessel loops from the cutdown. The physician stated he was satisfied with the procedure. The physician removed the wires, catheters and sheath. A 10 french sheath was passed up on the left and the right side. On the left side there was only the 10 french hole in the artery. The inflow and back bleeding was checked and demonstrated to be good on the left. The artery was then closed accordingly. The physician then released the vessel loops off the artery opening blood flow down the left leg. There was an excellent pulse present in the femoral artery. The inflow and back bleeding was checked and noted to be good. The artery was then closed accordingly. The patient tolerated the procedure well. The pt had palpable dorsalis pedis and posterior tibial pulses bilaterally during the case. No additional clinical sequelae were reported and the patient is fine.